Event description:
Additional information was received from the patient. They reported that therapy had not been working for their urinary symptoms and that they've had problems with it. The patient stated it seemed to work for a little while in the beginning but then it didn't work after that and that they were scheduled to have a replacement on monday, (B)(6) 2023 and that the new system would be MRI compatible for full body. The patient confirmed that their managing health care provider (hcp) is the hcp who is listed on record but that they worked with a nurse at the clinic. The patient mentioned how when they were first implanted with their current system that they were led to believe they had the "new model" that there was information in their box and on their samsung about it but it turned out they were implanted with an "old model" so they were only able to get mris of their head/brain. Patient services asked the patient to clarify where on their samsung they saw that they had the "new model" and the patient then stated that they thought the material was just in the box and not on the samsung. The patient asked about compatibility for heated mattresses and general household item considerations. The patient stated they lived in a house that "had it all" and they were worried they would miss something they needed watch out for or not follow compatibility guidelines. Patient services reviewed compatibility for household items as is reviewed in the patient therapy manual and reviewed with the patient to call in the future for specific compatibility questions or to talk to their hcp about their inquiries. The patient stated they really hoped the new system worked well for their urinary frequency and stated they'd call back in the future if they had any further questions or needed assistance with the external devices.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they are not finding the right program to managing their symptoms by 50% or greater. Agent asked for event date and pt stated that it seemed to be working in the beginning. Pt inquired whether this could due to the device being "flipped".  Pt stated they are having an MRI of their colon to find out if some part of them is not working that's affecting that or urinary incontinence. Pt clarified having MRI to check on issues noted in therapy issue call were stated to see if it is something going on with their bowels or something else. Redirected caller: patient's hcp.